Manufacturer narrative:
Additional information: the patient's device was explanted. The patient was not reimplanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a sliced electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed sliced electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Event description:
The company was informed that the patient underwent MRI procedure with internal magnet in place. The patient reportedly experienced decrease in performance. Device testing revealed the device is functioning within normal limits. Surgery to explant the patient's device will be scheduled.